Manufacturer narrative:
The product has not yet been returned for evaluation and testing. This file is considered closed.

Event description:
The stent failed to cross the lesion, and it was loose on the stent delivery system.